Event description:
On (B)(6) 2021, the lay-user/patient¿s daughter (the reporter) contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation, since the reporter was unable to be contacted by phone for additional information. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2021. The reporter claimed the patient obtained blood glucose readings of ¿12.0, 7.0 and 6.0 mmol/l¿ with the subject meter, performed within an unknown time of each other. The patient manages his diabetes with oral medication (metformin 500 mg; 1 pill twice a day). The reporter denied the patient made any changes to his usual diabetes management regimen due to the alleged issue. The reporter claimed that an unknown time after the alleged issue began, the patient developed symptoms of feeling ¿sleepy and no energy" and was hospitalized on (B)(6) 2021. The reporter was unable to confirm the treatment received in hospital however stated the patient was kept in overnight to have his blood glucose levels monitored. The readings obtained in hospital were not provided. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient was reportedly hospitalized for a possible acute complication of diabetes after the alleged inaccuracy issue began and it is not known the exact treatment the patient received. The subject meter could not be ruled out as a cause or contributor to the event.